Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery was intermittently depleting rapidly which resulted in the pump shutting down. The customer¿s blood glucose ranged from 161 mg/dl to 340 mg/dl. The customer declined further troubleshooting with tandem technical support and continued to use the pump for insulin therapy.